Manufacturer narrative:
Date on initial MFR report should have been (B)(6) 2024. Claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (os). The surgeon reports there was lens rotation not associated to low vaulting. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.